Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file (rdf) was analyzed for this event. Root cause: run data file analysis did not show a conclusive root cause for the higher than expected wbc contamination in the platelet product reported for this collection. Based on the available information, it is possible, though not conclusive, this failure may be donor related.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the plasma product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The plasma collection set is not available for return because it was discarded by the customer.